Event description:
It was reported that three bd phaseal protector p50j experienced leakage. The following information was provided by the initial reporter, translated from japanese to english:: during preparation of an anticancer agent, leakage from the injector was observed possibly due to a damaged component.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-oct-2022. H6: investigation summary three samples were provided to our quality team for investigation. The products were visually inspected, no damage or defects were observed on the injectors that could have contributed to the reported event. Solution was pushed through the injectors and no leakages were observed. A device history review was performed for injector lot 2107015 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including leakage testing to verify the quality of the membrane. Testing results were reviewed for the injector lot reported and no issues were identified, product was verified to meet required specifications. Five retained samples of lot 2107015 were used for additional evaluation. Functional testing was performed, connecting the injector to a syringe and sample protector per the instructions for use provided with the product. The liquid was able to be drawn from the vial and move between the vial and syringe without issue, in all cases the product functioned as intended and no leakages were observed. Additional testing was performed, penetrating the injector membrane ten times, all results were found to be acceptable with no leaks identified. Based on the sample evaluation and our investigation results, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that three bd phaseal protector p50j experienced leakage. The following information was provided by the initial reporter, translated from japanese to english:: during preparation of an anticancer agent, leakage from the injector was observed possibly due to a damaged component.